Event description:
This event was forwarded to merz aesthetics, inc. From merz (B)(4). The reporter stated there is vascular compress that let to nose necrosis. On (B)(6) 2012, a female patient was injected with 0.7cc of radiesse in the nose. On (B)(6), the injector, reported that this patient developed bleeding, bruising and sharp pain. Dr. (B)(6) ordered oral antibiotics, ointment, warm compresses and massage. The patient was transferred to the hospital for hyperbaric treatment scheduled for (B)(6) 2012. As of to date, no additional information has been received.

Manufacturer narrative:
The radiesse device history records could not be reviewed, a lot number was not identified.